Event description:
The customer contact reported the patient received more medication or than intended. At 0100 line b of the pump was programmed to deliver 100mg of morphine in 100ml at a rate of 10ml/hr. The customer contact reported that at 0404, the bag was "finished", but the pump display reportedly indicated that 89ml had been infused. The rn stated that the "evening volumes were not cleared." It is unknown if the device was removed from clinical service when the event occurred. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the device functioned as intended. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.